Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after receiving shocks. Review of a remote transmission showed that the patient had been treated with anti-tachycardia pacing and shocks for episodes of fast ventricular tachycardia (fvt) that were suspected to be atrial arrhythmia's in progress with rapid ventricular response. The therapies were suspected to be inappropriate. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.